Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient¿s incision at the ipg site was opening. The patient underwent an ipg replacement procedure per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had infection at the battery site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics.

Event description:
A report was received that the patient¿s incision at the ipg site was opening. The patient underwent an ipg replacement procedure per physician¿s preference. The patient was doing well postoperatively.